Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around noon, the patient began experiencing dizziness, vomiting, and diarrhea. The tandem insulin pump showed sensor failure and not any egv. The patient does not use g7 app. As per husband fs value at the time was high but couldn't confirm the exact fs value. The last known egv prior to failure was not described. The amount of time out of session was not described. The husband pedialyte and lemon soda. No mention if the known hyperglycemia was treated. Due to continued pump alerts and the patient¿s worsening symptoms, the husband transported the patient to the emergency department (ed) on (B)(6) 2026. The exact arrival time was not recalled. Upon arrival, the patient received a fingerstick which indicated a value of 600 mg/dl. As per husband, at the hospital tandem pump just showed an red ex error and asking them to replace sensor. As per husband, the patient's glucose levels were checked every other hour. The hospital staff placed a new dexcom g7 sensor, although the husband were unable to provide specific values following placement. The husband was unable to provide the specific medications administered during treatment. As of the latest update, the patient remains hospitalized but is reported to be in stable condition, as per husband. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/25/2026, it was reported that at around noon, the patient began experiencing dizziness, vomiting, and diarrhea. The tandem insulin pump showed sensor failure and not any egv. The patient does not use g7 app. As per husband fs value at the time was high but couldn¿t confirm the exact fs value. The last known egv prior to failure was not described. The amount of time out of session was not described. The husband pedialyte and lemon soda. No mention if the known hyperglycemia was treated. Due to continued pump alerts and the patient¿s worsening symptoms, the husband transported the patient to the emergency department (ed) on (B)(6) 2026. The exact arrival time was not recalled. Upon arrival, the patient received a fingerstick which indicated a value of 600 mg/dl. As per husband, at the hospital tandem pump just showed an red ex error and asking them to replace sensor. As per husband, the patient's glucose levels were checked every other hour. The hospital staff placed a new dexcom g7 sensor, although the husband were unable to provide specific values following placement. The husband was unable to provide the specific medications administered during treatment. As of the latest update, the patient remains hospitalized but is reported to be in stable condition, as per husband. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.